Manufacturer narrative:
Philips service replaced the singlelink dvi ext. Receiv.ra_display video converter and restored the system to normal. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that live monitor intermittently failed to display images on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.